Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The nurse of a customer reported via phone call that the insulin pump drive support cap is sticking out and are not able to troubleshoot. Customer's blood glucose was unknown at the time of incident. The customer was advised that the device would be replaced and to return the product for analysis. No further information was provided.

Manufacturer narrative:
The insulin pump received with loose/protruded drive support disk, partially broken reservoir tube lip, minor scratched lcd window, scratched reservoir tube window, and missing end cap sticker.